Event description:
It was reported the patient has a planned spectra penile prosthesis revision procedure due to dissatisfaction. The physician reported that the patient complained of lack of rigidity. No patient complications were reported in relation to this event.

Event description:
It was reported the patient has a planned spectra penile prosthesis revision procedure due to dissatisfaction. The physician reported that the patient complained of lack of rigidity. No patient complications were reported in relation to this event.